Event description:
A pt reported they visited their physician because their one touch profile meter allegedly had no power. No blood glucose results or comparisons were documented. Pt treated themselves with their diabetes medication (type and dosage unknown). No further info has been reported.